Manufacturer narrative:
The complaint device is discarded and not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Device not returned.

Event description:
The affiliate reported via email that during a rotator cuff repair the sutures of the healxi advance anchors which were used as medial row anchors broke. Surgeon feedbacked that it was the suture within the anchors that broke. The case was completed with a same like product. There was no adverse event to the patient but there was a 30 minute delay. Additional information received via email from the affiliate on (B)(6) 2017: sutures broke after insertion. The suture broke on only one anchor. Affiliate is not sure what is meant by original bone hole. We are still using gryphon currently. Additional information received via email from the affiliate on (B)(6) 2017: surgeon used one hole to complete the procedure. The surgeon drilled in another area to complete the procedure for a total of 2 anchors. The anchor was left implanted (unused), one more suture left inside intact. Nothing is coming back for evaluation.